Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and declared a code 1003 indicative to voltage too low for remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was surgically explanted and it is expected to be returned for analysis. The patient did not want a new device implanted. Thus, the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually, the product was returned and the analysis result was added below. The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and declared a code 1003 indicative to voltage too low for remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was surgically explanted and was returned for analysis. The patient did not want a new device implanted. Thus, the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this moment no further information is available. If further information concerning this report is received, this investigation will be updated at that time.

Event description:
It was reported that this device declared code 1003 indicative to voltage too low for remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.